Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer found the paddle was scorched. No patient involvement reported at this time.

Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+, indicating that the customer found a scorched paddle. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the customer's reported problem of a scorched paddle was confirmed by the fse during testing, leading to the replacement of the paddle components, resulting in the restoration of full functionality to the device. Based on the information available, there is insufficient information to confirm the cause of the reported problem. To resolve the issue, the field service engineer conducted testing, identified the scorched paddle, and replaced the necessary, resulting in the restoration of full functionality to the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.